Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("perforation of ovaries by the device"), genital haemorrhage ("abnormal bleeding/ bleeding cuff / abnormal bleeding (general)"), pelvic pain ("pain / pain / mostly right side pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 761435, 761419-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, mitral valve prolapse and hematuria. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea cramping)"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), cyst ("cysts"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), depression ("depression"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraine") and nausea ("nausea"). The patient was treated with silver nitrate, surgery (hysterectomy with bilateral salpingectomy), surgery (underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, pelvic pain, cyst, headache, weight increased, abdominal distension, depression, cystitis, urinary tract infection, dysmenorrhoea, migraine and nausea outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, cyst, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media menorrhagia, pelvic pain and dysmenorrhea¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding/ bleeding cuff,") in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, mitral valve prolapse and hematuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), cyst ("cysts"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), depression ("depression"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with silver nitrate, surgery (had surgery to remove the essure implant) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, cyst, headache, weight increased, abdominal distension, depression, cystitis, urinary tract infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, cyst, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media menorrhagia, pelvic pain and dysmenorrhea.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical problem). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding/ bleeding cuff,") in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, mitral valve prolapse and hematuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), cyst ("cysts"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), depression ("depression"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with silver nitrate, surgery (had surgery to remove the essure implant) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, cyst, headache, weight increased, abdominal distension, depression, cystitis, urinary tract infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, cyst, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia, pelvic pain and dysmenorrhea¿. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, lab data added. Events vaginal bleeding / bleeding cuff, treated with silver nitrate, menorrhagia, bladder infection, urinary tract infection, dysmenorrhea added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("perforation of ovaries by the device"), genital haemorrhage ("abnormal bleeding/ bleeding cuff / abnormal bleeding (general)"), pelvic pain ("pain / pain / mostly right side pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 761435,761419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, mitral valve prolapse and hematuria. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea cramping)"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), cyst ("cysts"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating"), depression ("depression"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraine") and nausea ("nausea"). The patient was treated with silver nitrate, surgery (hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the ovarian perforation, pelvic pain, cyst, headache, weight increased, abdominal distension, depression, cystitis, urinary tract infection, dysmenorrhoea, migraine and nausea outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, cyst, cystitis, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media menorrhagia, pelvic pain and dysmenorrhea¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "migraine, nausea, perforation of ovaries by the device", lot number, reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst ("cysts"), headache ("headaches"), weight increased ("weight gain"), abdominal distension ("bloating") and depression ("depression"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, cyst, headache, weight increased, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, cyst, depression, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.